Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on apr 3, 2025 section h3. Device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection revealed that the device was received with the plunger rod advanced to a lens stuck in the cartridge tip. The lens was partially out of the cartridge tip and torn. The cartridge tip was damaged and the damage extended to the cartridge. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, revealing no damage or viscoelastic residue. Device assembly was inspected, revealing no issues. Plunger rod advancement was inspected, revealing no resistance. The lens was attempted to be removed from the cartridge tip and was further torn. The lens piece was cleaned and presented with no further issues. The complaint issue cartridge tip cracked/damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a surgical procedure, the tip of the cartridge of a monofocal toric intraocular lens (iol) split while inserting the lens into the patient's left eye. A new/back up lens of the same model and diopter was subsequently opened, and the surgery proceeded without complications. It was noted that the damage was not due to use error. The cartridge touched the patient's eye but the iol had no patient contact. No patient injury or any complications such as capsule tear indicated and no unplanned vitrectomy or sutures required. No medication outside the standard of care was prescribed. The patient is doing well. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.